Event description:
On (B)(6) 2023, a spontaneous report was received from the united states via email regarding a female (age not provided) who used an unspecified heat wrap. On 03-nov-2023 and 07-nov-2023, additional information was received from a consumer. The consumer had no known allergies. Approximately at 9 to 10 am on (B)(6) 2023, the consumer topically applied a thermacare menstrual heat wrap on her stomach. Approximately at 3 to 330 pm of the same day, the consumer went to the restroom. She felt a pain and noticed a white bubble on her stomach which was painful. The area was red and hurt when she took a shower. On 01-nov-2023, the blister ruptured. On 02-nov-2023, she applied neosporin and covered the area up with a band-aid. On 03-nov-2023, the redness and burn were ongoing, and the pain had resolved. As of 07-nov-2023, her symptoms were improving but still present. She did not seek medical care and was still applying neosporin to the area. She was concerned about the area scarring.

Manufacturer narrative:
The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer a burn is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.